Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified internal iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation until rated burst pressure for 5 seconds, contrast media leakage was observed and balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported.